Event description:
It was reported the customer had air bubbles in their reservoir. Customer stated the air bubbles were larger than champagne sized. Customer's blood glucose was 238 mg/dl. The customer also reported rewinding the insulin pump with the reservoir in place. Customer was advised this would create air bubbles. The customer was advised to repeat a fixed prime until the air bubbles were resolved. The customer also stated their insulin was stored at room temperature. It was reported the customer was able to resolve their air bubbles with an infusion set change. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.